Event description:
It was reported that during maintenance the e360 ventilator had o2 sensor error. There was no patient involvement. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non covidien service provider checked the ventilator properly and found the leakage in tubing inside the ventilator. Connected all the tubings properly, performed flow sensor calibration, o2 sensor calibration and passed successfully. Checked ventilator on test lung found ok. Ventilator is now working well.